Manufacturer narrative:
Investigation/conclusion: it was reported that the patient was bridging onto coumadin therapy. Per the product insert, "the alere inratio/inratio2 monitoring system is intended for professional and home use by people taking warfarin and other oral anticoagulant (blood thinning) therapy who need to monitor the clotting time of their blood." The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. This issue will continue to be monitored.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: unknown date, inratio inr: 5.x, laboratory inr: 2.3. The caller could not provide the date of the event, the exact inratio inr result, the patient's therapeutic range, the patient's medical history, the time between testing or the testing strip lot number. There was no reported adverse patient sequela. There was no additional information provided.